Event description:
The surgeon implanted a aa4203vf plate silicone lens. During the patient's post-op visit the surgeon stated that the lens was showing pigment and cellular deposits affecting the visual acuity and acute anterior uveitis. The patient was treated with a low dose of topical steriod. Patient post-op refraction -0.5 and -0.5x70. The patient's prognosis is good. The lens remains implanted. The iol injector, model and lot # unknown. The iol injection cartridge, model and lot # unknown.